Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer's blood glucose levels were below 20 mg/dl when the paramedics arrived. Prior to the event, the customer's blood glucose reading was 116 mg/dl. The customer stated that his morning basal rate was set too high. The customer also stated that he takes medication that causes his blood glucose levels to elevate in the morning, which is why his basal rates were set to a higher amount during that time. Troubleshooting was performed. The reservoir volume matched with the amount of insulin in the reservoir. The insulin pump was not exposed to any high magnetic fields. Nothing further was reported.